Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt "hasn't been the same since he had surgery last oct". The pt's wife stated that "he has been violent at times. He acts crazy. He's not the same since oct." The pt's wife stated that the pt's catheter was accidentally cut during a back surgery on (B) (6) 2009. The catheter was repaired with a non-medtronic product. The pt woke up from surgery "screaming in pain". It was found two weeks later that the repair did not hold and another repair took place on (B) (6) 2009. The pt had attempted to commit suicide on (B) (6) 2010 by taking oral dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.